Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall group 1 -dom 2019- 09/03/2019 12:38:36 ricky coleman (rcoleman) george leone biomed 978-683-4000 ext 2575 george.leone@crothall.com 09/30/2019 11:21:12 crisleivy pena (crpena) npi confirmed updated from rcl to mnr for the minor repair needed per juan sobio, service tech. Repair approved by darli shijaku, biomed, at darli .shijaku@crothall.com for $230. New po# 48006-15014169. 10/19/2019 05:50:53 thong trang (ttrang) lvp bezel post recall completed, replaced bezel assembly. Replaced u4 on display board due to dim led segment, replaced rear case. 10/19/2019 05:55:09 juan sobio (jsobio) verified solder on u4 display board 10/22/2019 05:48:07 christina castaneda (chcastan) 1001901713320007941500457111922260 10/22/2019 05:50:06 christina castaneda (chcastan) 1001891713310000184100457111922271 11/07/2019 06:33:11 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.